Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated two times at an unidentified rate burst pressure respectively and during the second inflation the balloon ruptured. The procedure was completed with another of same device. The device was removed from the patients body. There were no patient complications reported and the patient is in good condition.